Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump was noted to be unresponsive. The pump turned on, and the malfunction alarm was displayed again. The customer's blood glucose was elevated with moderate ketones, however, an exact value was not provided. The customer delivered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.